Event description:
The reporter contacted animas on behalf of the pt (her daughter) alleged that the pump was unresponsive to keypad button presses. The reporter claimed that she had to press the up and down arrow buttons hard and several times in order for the pump to respond. The reporter also claimed that the pump was responding intermittently to ok button presses. She also alleged that the buttons would not click or spring back as usual. The reporter denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to up and down arrow button presses. The up and down arrow button contacts were observed to be misaligned.